Event description:
Event is reportable based on device analysis approved on 01/09/2009. It was reported that during preparation for a percutaneous coronary intervention, the guide wire was kinked. The guide wire was not used, however, the physician did use another of the same device to successfully complete the procedure. No pt complications were reported. Device analysis revealed a guide wire fracture.

Manufacturer narrative:
The guide wire was received in two segments. The distal and proximal segments measured 3.1cm and 184.1cm in length respectively. The distal segment presented kinks at 5mm and 10mm measured from the distal tip of the segment (solder ball tip) and the proximal segment exhibits waviness along its length. No other anomalies were detected. Both the distal and proximal fracture sties were analyzed. The findings revealed both fractured sites exhibited extensive pitting along the wire and vertical fracture surfaces propagating in a longitudinal direction. No fracture features were visible as a result of the extensive pitting thus suggesting a post fracture condition. A review of the device history record indicated the lot met all specs. No discrepancies were found that could be related to this complaint. The probable root cause can be contributed to handling.